Manufacturer narrative:
The reservoir was received for evaluation. Evaluation revealed a separation in the reservoir inlet tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed surface abrasion on the reservoir inlet tubing, indicating repetitive contact between surfaces. Based on examination of the returned product, it was concluded that while in-vivo inlet tube of the reservoir had overlapped and abraded against another surface. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the reservoir inlet tubing at the tube/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to reservoir tubing leakage. No additional adverse patient effects were reported.